Event description:
It was reported that the battery voltage measured in office was 2.57v. Peformance data from the device showed battery voltage over the past 14 days had been between 2.9 and 2.92v. It was further reported that the device was explanted for reaching the elective replacement indicator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data from the device shows the battery voltage with telemetry was 2.57v and the daily measurement was 2.9v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device shows the battery voltage with telemetry was 2.57v and the daily measurement was 2.9v.

Event description:
It was reported that the battery voltage measured in office was 2.57v. Peformance data from the device showed battery voltage over the past 14 days had been between 2.9 and 2.92v. The device is still in use. No patient complications were reported as a result of this event.